Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported 298 mg/dl on his meter, 119 on son¿s meter within 10 minutes. Both tests were taken using strips from the same vial. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.